Event description:
It was reported that an alert/notification settings issue occurred. Product was provided for investigation. An external visual inspection was performed and passed. Function tests were performed and battery status test; serial number verification failed. Receiver charge and boot test was performed and passed. Internal visual inspection failure was performed and failed due to water damage. Performance data was reviewed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. H2 type of follow up: additional information. H3: device evaluated by mfg - additional information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. H2: type of follow up - additional information/ device evaluation. H3: device evaluated by mfg - additional information. H6: additional information. H11: additional information.

Event description:
It was reported that an alert/notification settings issue occurred. Product was provided for investigation. An external visual inspection was performed and passed. Function tests were performed and battery status test; serial number verification failed. Receiver charge and boot test was performed and passed. Internal visual inspection failure was performed and failed due to water damage. Performance data was reviewed. The probable cause could not be determined. No injury or medical intervention was reported.